Manufacturer narrative:
Batch review performed on 03 february 2020: lot 1820386: (B)(4) items manufactured and released on 29-nov-2018. Expiration date: 2023-11-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
Primary surgery was performed on (B)(6) 2019. Plif surgery was performed at l3-s1. The surgeon discovered the backout of the cage at left side of l5. Revision surgery was performed on (B)(6) 2020. The surgeon removed the cage only at left side of l5. The surgery was completed successfully.